Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, glare, halos and light sensitivity. The iol was explanted and exchanged with an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Procedure completed on the subsequent day. Additional information was received stating that the clinical reason for the explant was mechanical complication defect of iol (right eye) causing diminished vision and glare. Patient cannot tolerate residual astigmatism (toric overcorrection). The iol was explanted and exchanged with non company lens. Surgeons prognosis states patient vision was clear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The lens was returned adhered in dried viscoelastic to a small white piece of paper sealed inside a blue, non-company pouch. The lens was cleaned with klrp (klotho-related protein) to release from the paper and to further evaluate. No damage was observed to the lens. A retest of the power (spherical and cylinder) and optical resolution was conducted by an engineering technician. The lens met specifications for a company lens with 20.0 diopter. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause cannot be determined for the reported vision complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The returned lens was cleaned to remove the dried viscoelastic and conduct testing. The power and resolution were retested. The lens met specifications for a company lens with 20.0 diopter. No damage was observed to the lens. The multifocal toric company lens (2.25 cylindrical 20.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company non-toric monofocal lens model (20.5 diopter). Due to a multifocal toric being replaced with a monofocal non-toric lens suggests that a monofocal non-toric lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).